Event description:
It was reported that during an implant procedure, the physician had a very difficult time removing and inserting the stylets of the 60 cm lead kit during lead placement. It was noted that the physician did insert and remove several times, but had trouble right at the start. It was reported that the physician did not bend the stylet manually and the physician ended up using 45 cm leads instead and did not have a problem with them. The cause of the issue was not determined. It was noted that there were no patient symptoms or complications associated with the event. It was later reported that the physician attempted to implant the 60 cm leads but had so much trouble with the stylets that he was unable to position the leads. See MFR. Report #6000153-2013-00313 regarding another lead involved in this event.

Manufacturer narrative:
Concomitant product: product ID 3778-60, serial # (B)(4), product type lead; product ID neu_stylet_acc; product type accessory.